Event description:
It was reported by the rep that the device was used during a laparoscopic gastric bypass. It was reported the trocar gasket tore during the procedure, causing gas to leak. No sharp devices had been used to cause this to happen. The surgery was completed with a 1seal. There was no consequence to the pt.